Event description:
It was reported that the patient's blood glucose (bg) levels reached 27.6 mmol/l (496.8 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
D1: brand name changed from omnipod dash¿ insulin management system to omnipod insulin management system. D4: model # changed from 18320 to 19191. D4: lot # changed from l71389 to blank. D4: catalog # changed from ble-i1-529 to zxp425. D4: expiration date changed from 1/26/2024 to blank. D4: unique identifier (UDI) # changed from (B)(4) to (B)(4). H4: device mfg date changed from 7/26/2022 to blank.